Event description:
It was reported the pt felt a popping sensation near his lead incision site, and subsequently felt some discomfort. The sjm rep met with the pt for reprogramming. The pt was receiving effective stimulation, and all contacts with the lead were normal. Due to the complaint, the physician sent the pt for x-rays. Attempts to determine the results of the x-rays were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.